Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 2.25x38mm synergy drug-eluting stent was advanced to treat the lesion. However, during procedure, the edge of the stent came in contact with the port portion of the guidezilla guide extension catheter and the stent strut got lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.